Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus prior to going to sleep; however, it ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to be in the 40's mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.